Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that a perforation was caused by a non av guide wire. Both graftmaster stents failed to cross and a balloon was used to seal the perforation. No pt effects were reported. There is no add'l event or pt info available.

Manufacturer narrative:
(B)(4). (B)(4). A device investigation was not possible due to the fact that the device was not returned. Therefore, only a lot investigation was done without showing any deviations. In general issues on advancing to and passing target lesions could occur due to, but not limited to, physician's technique (selection of device size/type, used guide wire/catheter), coronary lesion anatomy (lesion location, tortuosity, presence of calcification), foreign bodies (presence of previously deployed devices) or a pre-dilatation strategy. The mfg records for this product were reviewed and there were no non-conformances that could have contributed to this issue. The other graftmaster (12744-19, 505765) is being filed under a separate medwatch report.